Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: endovascular treatment of arterial injury with gore viabahn stent graft the article focused on characteristics of the gore® viabahn® endoprosthesis with heparin bioactive surface, indication for use and technical tips and tricks regarding arterial injury indication. The 'treatment outcome' section states 15 cases with 16 lesions were treated with gore® viabahn® endoprosthesis with heparin bioactive surface for peripheral arterial injury. Technical success and clinical success rates were reported as 100%. No serious complications or deaths were reported. Essentially, dual anticoagulant therapy is utilized over six months post procedure. Two cases of the device occlusions were reported. One occlusion occurred one week after the procedure, and the second occlusion occurred one year after the procedure. For both cases, blood flow for the distal region was maintained by collateral circulation, and symptom of organ ischemia was not observed. It is unknown if the reported occlusions was experienced by same patient. Event details were requested but not made available.